Event description:
It was reported that during implantable pulse generator (ipg) follow up check, physician indicated the device does not react to magnet like other devices. Magnet application, as per physician, does not result in usual response, ventricular pacing is not as obvious. The ipg remains in use. No patient complications have been reported as a result of this event.